Manufacturer narrative:
H6: code updated. Previously applied code fdc d16 is no longer applicable. B5 : additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information "received" that the leakage was observed during the cuff inflation test which was performed for the tube before setting up for the surgery. Leakage or abnormality was observed during the testing / setting up time of the tube for surgery.

Manufacturer narrative:
H3 : product analysis found that visually, there was no damage in the construction of the device seen by the unaided eye. Functionally, a sy ringe was used to inject 20cc of air into the cuff balloon and the cuff deflated immediately. For further analysis, a leak test was performed by submerging the device in water and bubbles (leakage) were observed on the proximal end of the cuff. Under magnification, a small puncture 0.06 inches in length was observed on the proximal end of the cuff adjacent to the distal end of the red with clear tubing wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the set-up before the surgery, cuff was found to be leaking. The problem was solved after replacing the endotracheal tube with a new one. There was no patient impact.